Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented in the clinic with an infection. At the implanted device pocket site and vegetation. The vegetation was present in both the right ventricular lead and the atrial lead. The vegetation was visualized with echocardiography. The physician explanted the entire system pacemaker, right ventricular lead, and atrial lead. It was also noted, that the previously capped right ventricular lead was also explanted, during the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the product.